Event description:
Incoming information notes ¿all at/af therapies disabled on 01-may-2021, because atrial lead position check failed¿. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).